Event description:
The customer stated that, when she opened a new carton of test strips, the cap was open on one of the bottles, and there were loose test strips inside the carton. The customer did not allege any adverse events. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips will be sent.